Event description:
It was reported that the inner shafts were broken on three extraction screwdriver devices. The devices reportedly broke during screw removals. There was no delay to surgery or impact to the patient. No pieces were left in the patient and all distal tip fragments were discarded with the removed screws. This is report 1 of 3 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. No service history review can be performed as this is a lot controlled item. The customer reported the inner shaft broken. The repair technician reported tip broken as the reason for repair. The cause of the issue is unknown. The inner shaft was replaced. This item was repaired, passed final inspection and returned to the customer on (B)(4) 2014. The visual inspection of the returned device performed as part of the product investigation reported the tips of both the internal and external shafts are fractured at the distal end. The applicable vectra technique guide (reference #j8275-c) of instruments and implants for anterior cervical plating for spinal fusion was reviewed. The device 324.105 is indicated for screw insertion and the reported extraction screw driver 352.311 is intended to be used for the removal of screws from existing implants only. Proper instructions and caution notes of potential breakage if not used correctly are included. This device 352.311 is also used to remove screws of the anterior cervical compression system (accs), technique guide j5167a. Upon inspection of returned extraction screw driver 352.311 (synthes lot 4965161), the reported condition of broken inner shaft was confirmed. The inner shaft of instrument 352.311 is missing a portion of the distal threaded end, in addition, the distal tip of the screwdriver is fractured at the blades, and material is missing. An off axis condition can cause the fracture seen with this complaint, and the force applied could have exceeded the tensile strength of the tip of the inner shaft. However, it is unknown if these conditions were present when the instrument was being used or if the inner shaft knob was fully tightened as stated in the technique guide. The applicable and related component drawings (top level: 352_311 rev h, shaft and handle assembly: 352_311_1 rev h and inner-shaft: 03_613_004 rev. C and old shaft 352_311_2 rev. F) were reviewed. The drawings call out the appropriated dimensions, material (stain steel 465 for the inner shaft, 440a stainless steel, or alternate material 440b stainless steel for the shaft and end cap) and finishing processes (heat treat h1000 of inner shaft) for a successful device design. The inner shaft material was changed as a result of CAPA (B)(4) (dco10002129 released on 8/24/2006) and later a new shaft was made (dco1008001 released on 10/30/2007) in which the knob was improved to include the legend ¿fully tighten¿ (dco 10013680 released on 03/03/2009), the returned shaft was made prior to both of these changes as the manufacture date of this item is 15-mar-2005 in conclusion, the reported complaint condition was confirmed. However, the inner shaft component has since been improved and current device design was found to be adequate for its intended use. Although it is not clear if the received inner shaft was made prior to the material improvement, it is likely that improper use of the screw driver contributed to cause this complaint if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.